Event description:
The physician maintained the purging pressure at blue zone in 2 minutes, but the saline water did not come off. When he rotated the syringe knob to the orange zone, the trapped air was confirmed in the hub. This product was exchanged with new one (lot unknown) and the procedure was completed safetly. The same syringe was used for the sequence event.